Event description:
The pt began experiencing erratic blood glucose of 17-532 mg/dl approx one year ago. In 2009, the pt was found by his wife unconscious, and at 1:00 pm, the pt was transported to the hospital by ambulance. The pt stated that he changed the infusion set at 10:00am and his blood glucose measured 187 mg/dl. He felt very tired and went to bed, and he does not recall any further details. He stated that he often experiences low blood glucose after an infusion set change. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.